Manufacturer narrative:
It was reported that the patient had an infection at implant site prior to explantation. This report is submitted 03 february 2020.

Manufacturer narrative:
This report is submitted on september 03, 2019.

Event description:
Per the clinic, the patient experienced infection with device migration. As per the clinic, the infection was not related to the implant. The device was explanted on (B)(6) 2019.